Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring greater than 125 ohms. Over the last year shock lead impedances have been between 90-120 ohms. Technical services gave recommendations on when to perform a commanded max energy shock. At this time, the lead remaims in service. No adverse patient effects were reported.